Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, broken belt clip slot and missing reservoir tube o-ring.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracked in reservoir compartment. Customer didn't recall anything how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.